Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "whenever the doctor was inserting the hip stem, he was maleting it in to get correct height. A bolt broke off of stem inserter and wouldn't catch to loosen up. Difficult to get inserter off of stem."